Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's coworker called in to report that the insulin pump would not rewind. The customer's blood glucose level was unknown. The customer was treating with manual injections and was no longer using the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, however the customer declined to return the malfunctioning product.